Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a superficial femoral artery. When attempting to deploy a 7.0x60mm absolute pro self-expanding stent, the thumbwheel failed to turn after 1cm of the stent was exposed/deployed. The partially deployed stent was then removed together with the introducer sheath. An unspecified stent was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam was able to be confirmed. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device (stent returned deployed). Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy and/or inadvertent mishandling resulted in the noted multiple kinks on the stent sheath; thus resulting in preventing the shaft lumens from moving freely resulting in the reported/noted mechanical jam and the reported activation/deployment failure. Manipulation of the compromised device outside of the anatomy resulted in the noted stent damages (bent/stretched/broken struts). Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.